Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ a culture workup workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that cultures remain locked after save."

Event description:
It was reported that while using bd synapsys¿ a culture workup workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that cultures remain locked after save.".

Manufacturer narrative:
Investigation summary: the customer reported cultures remain locked after being saved. This was recorded against synapsys, material number 444150, serial number sl00010.the investigation determined this was a customer workflow issue. This is an unconfirmed failure of a bd product, the system behaved as expected and the issue was caused by a customer workflow. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation. H3 other text : see h10.